Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply worked intermittently and only when the cable was held in a certain position. Power supply was purchased in march 2016 and is still under warranty. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply worked intermittently and only when the cable was held in a certain position. Power supply was purchased in (B)(6) 2016 and is still under warranty. The hospital did not report any patient effects.